Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 h3,h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. H6: code f26: no health consequences or impact is applicable to no impact on the patient's outcome. Code f1910: cancelled/aborted surgical procedure is applicable to the surgery was aborted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a shunt placement procedure. It was reported that there was an alleged inaccuracy issue during surgery. The surgeon registered the patient without issue and proceeded with the surgery without issue. However, only after the surgery was completed did the surgeon realize that navigation appeared inaccurate. The navigation was tracking roughly half an inch to the side. The surgery was aborted. This issue caused no surgical delay. There was no impact on the patient's outcome.